Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel of the left forearm. A 4.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. However, during the third inflation at 12 atmospheres for 60 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable.